Event description:
It was reported to boston scientific corporation that an upsylon y- mesh was used during a sacrocolpopexy procedure performed on (B)(6) 2015. According to the complainant, during placement, the mesh tore in the middle about half inch from the connection. The physician sewed the torn mesh together and completed the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.